Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the device stopped working and the pump was staying flat. Troubleshooting was attempted to no avail; therefore, the cylinders and pump were removed and replaced. There were no patient complications reported.